Event description:
During a arthroscopic procedure, the physician was reportedly utilizing a quantum surgery system. Intra-operative, the controller suddenly lost it ablation functionality. An alternate unit was brought into the operating room and the physician was able to complete the procedure without further incident. No patient involvement was reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient's age, gender and weight were requested but not received.